Manufacturer narrative:
An on-site nihon kohden employee reported that this central nurse's station (cns) screen is blinking and going dark several times a day. No patient data was lost. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
An on-site nihon kohden employee reported that this central nurse's station (cns) screen is blinking and going dark several times a day. No patient data was lost. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: an on-site nihon kohden employee reported that the display screen on the central nurse's station (cns) was blinking and going dark several times a day. No patient data was lost. No patient harm was reported. Investigation summary: the cns event logs were sent in for analysis. As a result of the log analysis, it was found that the device was prepared by copying the whole hdd from another cns-6201a. It was reported that the phenomenon occurred even if replacing with another cns. When checking the logs of the replaced cns, the file system configuration was found to be corrupted, with a lot of error logs that showed the hdd failure. It was found that both cnss were not in the correct state. It was not clear whether it was related to this phenomenon, but the phenomenon could not be reproduced during the test using the cns that was set up correctly. Therefore, it may be the case that they hadn't used a cns with the correct setup, or the file system configuration was corrupted. Since the device was not set up with the correct procedure, this cns is out of support. It is supposed that the replaced cns is also not set up with the correct procedure. It was advised that the customer check the hdd, reinstall the os with the correct procedure, and replace the main unit with a cns that is set up with the correct procedure. The following fields contains no information (ni), as attempts to obtain the information were made, but was not provided. A2 - a6 b6 b7 d10 attempt #1 03/17/2022 emailed the initial reporter via microsoft outlook for all items under the no information section. No answer was received. Attempt #2 03/18/2022 called the customer via the telephone number on file for all items under the no information section. No answer was received. Attempt #3 03/22/2022 called the customer via the telephone number on file for all items under the no information section. No answer was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
An on-site nihon kohden employee reported that the display screen on the central nurse's station (cns) was blinking and going dark several times a day. No harm or injury occurred.